Event description:
The customer was hospitalized for high blood sugars. The customer was treated with an IV drip at the hospital. The customer was unable to prime the pump. Therefore, troubleshooting could not be performed on the pump at the time of call.